Event description:
A patient reported lower back pain. The patient noted prior device before took all the pain away. The patient noted they had been having pain when she got the device changed. The patient thought the implant was closer to sciatica and she had nothing but pain since she got it. The patient noted they had an x-ray and saw she had a degenerated disc. The patient noted they want an MRI before they do injections in facet joint. The patient reported the pain was in the lumbar, low back, and sciatica. The patient noted they had pain for the past 2 ½ years. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.